Event description:
It was reported to boston scientific corporation that a coredx pulmonary forceps was used in the lungs during an endoscopic ultrasound-guided lymph node biopsy needle aspiration procedure on (B)(6) 2025. During the procedure, when the forceps were opened, a wire popped out from the inside making biopsy impossible. The procedure was completed using another coredx pulmonary forceps. There were no reported patient complications as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of pull wire break.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of pull wire break. Block h11: investigation results a coredx forceps was received for analysis. Visual examination of the returned device revealed that the jacket had evidence of a mechanical cut, the links were detached, clevis arms were bent, and the pull wire attachment was dislocated. The reported event of pull wire break was confirmed. Based on the available information, the investigation findings were procedural factors as lesion characteristics, handling of the device, the technique used by the physician, and normal procedural difficulties encountered during the procedure could have resulted in the observed damages in the device, once the links detach the jaws failure became unable to close during procedure. It is possible that factors and/or conditions related to procedure during the use of the device could have affected its performance and its intended purpose, leading to the reported event, and probably since the jaws won't close the physician cut the jacket to remove the device from the scope to avoid damage it. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a coredx pulmonary forceps was used in the lungs during an endoscopic ultrasound-guided lymph node biopsy needle aspiration procedure on (B)(6) 2025. During the procedure, when the forceps were opened, a wire popped out from the inside making biopsy impossible. The procedure was completed using another coredx pulmonary forceps. There were no reported patient complications as a result of this event.